Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 399930, lot # j0519708v, implanted: (B)(6) 2005, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3550-09, lot # la5907, implanted: (B)(6) 2002, explanted: (B)(6) 2005, product type accessory. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The reporter stated that they were in a car accident on monday and stimulation had not been working right since then. The reporter further stated it was not functioning as it was before. Additional information received reported the manufacturing representative had spoken to the patient¿s healthcare professional. Additional information was requested, but was not available as of the date of this report.